Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.

Event description:
Customer states: at extubation from pt at hospital, the cuff would not be deflated. A doctor had a great difficulty to removing it from pt. Customer confirmed the issue was found during extubation efforts and did not necessitate any medical intervention.